Event description:
It was reported the patient presented for a in-clinic follow up. A capture threshold test was performed, and no loss of capture was observed on the electrocardiogram transmitted from the link module. This led to a pacing pause longer than desired resulting in the patient experiencing loss of breath and dizziness. The test was concluded, and normal device function resumed. The patient was stable.